Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's mother reported they were not sure if the therapy was working for the patient. The caller stated they'd tried to turn the stimulation up high but the patient didn't feel it at all. Caller stated normally at the patient's doctor appointments, the healthcare provider (hcp) or the nurse practitioner (np) would increase the patient's stimulation and the patient would always feel it upon increasing but now they weren't. The caller stated they asked the patient about it a few months ago and they didn't think it was helping their symptoms and that it had been for awhile. Patient services reviewed with the caller that they help the caller troubleshoot the external devices once the caller was back with the external devices. Patient services also asked the caller if the patient had had any falls or traumas that could have contributed to the issue of the therapy not helping the patient's symptoms and patientnot feeling stimulation upon increasing and the caller stated that they weren't sure but that the patient had been falling a lot more recently and they would be passing out and that had been going on for probably the last 6 months or more. Caller stated they hadn't thought that the falls could impact the system. The caller and patient were redirected to follow up with the patient's managing hcp to check the implanted system but also reviewed with the caller they could call back to troubleshoot the external devices and connecting and potentially discuss programming considerations so they could try a new program once they were with the external devices. Caller stated they would call the patient's hcp but also once they were home they would call back to attempt connecting to the patient's ins site and to discuss program settings. Patient services advised caller to bring up the handset battery draining quickly again when they called back to troubleshoot and at that call's end they could be transferred to healthcare it to discuss the handset battery. Caller had also inquired about MRI compatibility for the patient to get an MRI of their back. Patient services reviewed MRI compatibility information with the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported ongoing therapy issues, stating the patient was experiencing incontinence. Reviewed how to use the patient programmer to connect to ins. Therapy was on and caller increased amplitude until patient felt comfortable stimulation sensation. Reviewed theory and use of programs. Caller plans to follow up with managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.